Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. As the rigid reamer had been in use for a longer time (manufactured in september 2004), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The appearance of the breakage surface indicates a (forced) brittle break of the ao adapter due to overload, most likely by bending stresses. In case of intended use such damage would not have occurred. That reamers got blunt and worn is a known reaction during normal use. Generally stryker osteosynthesis does not define the maximum number of uses for re-usable medical devices. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user.

Event description:
It was reported that reamer was found to have broken-end where ao fitting is suppose to be.

Event description:
It was reported that reamer was found to have broken-end where ao fitting is suppose to be.